Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 120 mg/dl. The customer stated the battery in use is unknown. The customer stated that pump was dropped or bumped. The customer was advised to insert new energizer (B)(6) alkaline battery. Customer stated that the battery is new. The customer was advised to monitor pump. Customer stated he doesn't feel comfortable with the pump and would replacement sent out. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 120 mg/dl. Customer stated the pump as dropped. The customer was advised to perform self-test test and passed. Customer was able to perform the displacement test and passed. The customer was advised to monitor pump.